Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii and elecsys pth results for one patient tested on a cobas 8000 e 801 module. The patient's initial pth result was reported outside the laboratory. Due to the initial vitamin d result recovering above the measuring range, the customer performed dilution testing for vitamin d. The customer discovered the diluted vitamin d result was "not compatible," so the customer performed repeat measurements on both vitamin d and pth. At 13:16, the patient's initial results were pth 28.1 pg/ml and vitamin d 100 ng/ml with a data flag. At 16:36, the patient's repeat vitamin d result with a 1:2 dilution was 42.0 ng/ml. At 18:33, the patient's repeat results were pth 52.7 pg/ml and vitamin d 42.1 ng/ml. The vitamin d reagent lot number was 57075501 with an expiration date of 31-aug-2022. The pth reagent lot number was 55180901 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation reviewed the provided calibration and qc results and determined the results were within the acceptable ranges. A general reagent issue could be excluded. The customer's sample pre-analytic details were requested but not provided. The investigation reviewed the system alarm trace and found alarms regarding a sample quality issue. The investigation reviewed the sample foam detection photos from the e 801 module and found the patient's sample had a film across the surface which affected the aspiration of the sample. Based on the provided information, the investigation determined the issue was consistent with a sample preanalytical handling issue.